Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer experienced high blood glucose level. The customer¿s blood glucose level was 414 mg/dl at the time of the incident. The customer was treated with insulin pump. The insulin pump had insulin flow block alarm. The device will not be returned for analysis.